Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The permanent cautery hook instrument was analyzed and found to have a damaged yaw pulley unsure of if it was mechanical indented yaw pulley or thermal damage yaw pulley. The yaw pulley appeared deeply scratched closer to the hook. There appeared to have potential fragments missing. The pch instrument was further evaluated by failure analysis engineer (fae). Initial findings were confirmed. A closer look was taken at the instrument, and it was observed that the monopolar yaw pulley damage appears to be melting damage rather than indentations. The distal clevis was additionally found to have melting damage. There was no charring, but the melted components indicate thermal damage. A review of the provided image was performed and it was stated that the instrument¿s distal clevis and monopolar yaw pulley exhibited severe scratching/indentation damage. No broken cable was visualized.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user noticed that the distal end of the permanent cautery hook (pch) instrument was damaged. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. A procedure delay of 15 minutes was reported. No fragment fell into the patient. No known impact or patient consequence was reported.